Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion hollow fiber oxygenator, it was reported that after starting the machine, a high delta pressure was noticed above the oxygenator. At 4l/min and a haematocrit of 22, the delta pressure was already around 350mmhg. Act before hlm was 829. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic received additional information that after a few minutes after starting the hlm, a delta p of 350mmhg was observed. The pressure at the beginning of the perfusion increased relatively quickly, if not suddenly. At the beginning, the flow was 5l/min. Subsequently, the delta p remained high and rose only slightly. It cannot be stated exactly because in this situation the flow was reduced because the pressure displayed before the oxygenator occasionally went beyond its measuring range at full flow. Since the measuring range extends up to approximately 700mmhg, the customer stated that the delta p must have increased even further. Due to the flow reduction to 4l/min at an hematocrit test (hct) of approximately 22% and a lower blood temperature, the delta p remained stable at approximately 350mmhg until the oxygenator was replaced. The drugs used in prime or during the case were standard-anaesthesia, muscle relaxant, antibiotics, heparin, mannitol, nabic 8.4% and ringer's solution. At the start, the patient was at normothermic at 35/36°c. As it was a procedure with out-of-hospital cardiac arrest (ohca), rapid cooling was started after a few minutes, to a bubble temperature of 26°c. The temperatures before and after the oxygenator were approximately 20°c at the lowest minimum before arrest. The high delta p had already occurred before cooling. Medtronic received additional information that since the operation was long and complex, it quickly became clear that the oxygenator would have to be changed if the problem got worse. With the help of other colleagues the oxygenator was replaced in a favorable phase of the operation, without complications and without further consequences. The operation was then continued and ended normally. The oxygenator was then washed out. No clots or other deposits were visible, but the membrane looked like the fibers had swelled. Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood <(>&<)> gas flows) the results are as follows: ¿ 160 mmhg blood side pressure drop reason for return was not confirmed. Additional information d4 expiration date and serial #: these fields have been updated. Additional information h4 device mfg date: this field was updated. Additional information h6.2 eval code method (fdm/annex b): this field was updated. Additional information h6.3 eval code result (fdr/annex c): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.